Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked at insertion site according to customer, venflons regularly (10+ cases since september 2023) start to leak blood a short time after placing the device (sometimes a couple of hours, sometimes after a few days). Issue is not limited to a certain department. Customer suspects that device either "breaks" or leads to widening of the puncture site. Images of three occurences attached. All vps sizes are involved, one sample of 20g device will be returned for investigation. Customer (especially anaesthesia) has not been happy with the device since the beginning, most likely issue with wrong handling. However, please investigate, wether the device is in anyway damaged.

Event description:
According to customer, venflons regularly (10+ cases since (B)(6) 2023) start to leak blood a short time after placing the device (sometimes a couple of hours, sometimes after a few days). Issue is not limited to a certain department. Customer suspects that device either "breaks" or leads to widening of the puncture site. Images of three occurences attached. All vps sizes are involved, one sample of 20g device will be returned for investigation. Customer (especially anaesthesia) has not been happy with the device since the beginning, most likely issue with wrong handling. However, please investigate, wether the device is in anyway damaged.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. H3 other text : see h10 manufacture narrative.

Event description:
According to customer, venflons regularly (10+ cases since september 2023) start to leak blood a short time after placing the device (sometimes a couple of hours, sometimes after a few days). Issue is not limited to a certain department. Customer suspects that device either "breaks" or leads to widening of the puncture site. Images of three occurences attached. All vps sizes are involved, one sample of 20g device will be returned for investigation. Customer (especially anaesthesia) has not been happy with the device since the beginning, most likely issue with wrong handling. However, please investigate, wether the device is in anyway damaged.